Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the asic motor was corroded and needed to be replaced along with several other components. The device was repaired and returned to the customer.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a sticky trigger during testing. There were no adverse consequences associated with this event.